Event description:
It was reported that the patient with this neurostimulator was experiencing frequent urination. The patient noted their device program was recently changed but it was not effective and they wished to return to the original program. The patient also mentioned they believed they had a urinary tract infection (uti) and scheduled follow up with their physician. No further information or patient complications were reported.

Manufacturer narrative:
Date of event (b3) was not reported; therefore, an estimated date was reported in this field. Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was experiencing frequent urination. The patient noted their device program was recently changed but it was not effective and they wished to return to the original program. The patient also mentioned they believed they had a urinary tract infection (uti) and scheduled follow up with their physician. No further information or patient complications were reported.